Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported that discrepant flu a positive result."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1225796. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: " it was reported that discrepant flu a positive result ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "it was reported that discrepant flu a positive result."